Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there is no patient impact associated with this complaint. Investigation revealed that all keypad buttons were responsive. The complaint could not be confirmed or duplicated. Evidence of moisture was found on the keypad flex connector.

Event description:
The patient contacted animas on (B)(6) 2012 and stated the keypad buttons were unresponsive after water exposure and could not pass the verify screen. The patient denied damage to the keypad or pump and noted visible moisture behind the display screen. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.